Event description:
Per the clinic, the recipient experienced no benefit with implant and the receiver/stimulator had extruded which led to explantation. There are no plans to reimplant the patient with a new device as of the date of this report.

Event description:
Per the clinic, the patient developed a post-auricular skin ulceration that led to infection. As a result, the device was explanted on (B)(6) 2026. At the time of this report, there are no plans to reimplant a new device.